Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the device was returned with a lead stuck in the header of the right ventricular (rv) lead port. All of the device setscrews were in the open position. The device and lead were soaked for 10 hours, and the lead came out of the header without issue. The device was analysed and appeared to be functioning appropriately while it was implanted.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Detailed analysis is currently being performed on this device.